Event description:
Device report from synthes reports an event in australia as follows: it was reported that the patient underwent a dynamic hip screw primary fixation surgery on (B)(6) 2022. On (B)(6) 2022, a post-operative x-ray showed mild-to-moderate displacement of the lesser trochanter fracture fragments. Otherwise, the alignment was near anatomical. There were references made in the medical records to ¿metalware failure seen on repeat x-ray > a/w revision¿ and ¿sliding hip screw¿. Patient was discharged to a rehab facility. There is no further information available. This report involves one 4.5mm cortex screw self-tapping 38mm. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Event date: only the event year is known. Additional product codes: ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was re-admitted to hospital (B)(6) 2022 and underwent a ¿left hip hemiarthoplasty followed by left hip excisional arthroplasty¿ due to ¿left dynamic hip screw loss of fixation¿. Patient underwent a left hip hemiarthroplasty on (B)(6) 2022 the hemiarthroplasty so she underwent left hip excisional arthroplasty (girdlestone procedure) on (B)(6) 2022. The patient was also admitted for hypotension, obstructive uropathy causing pyelonephritis and acute kidney injury and suffered intra-operative aspiration pneumonitis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.